Event description:
It was reported that the that over the last six months the patient has noticed a considerable increase in his urinary incontinence and is wearing six to seven pads per day. The patient has a fifteen years old artificial urinary sphincter (aus). The patient asked for non-surgical options for device to regain continence. Boston scientific representative explained the patient that the aus needs to be evaluated. The patient has scheduled an appointment with his urologist.

Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.